Event description:
The pt was implanted bilaterally with saline prosthesis on 11/2/95. On 11/12/95 the physician noted that the pt had developed a seroma in the left breast and an infection in the right breast. Both prostheses were removed on 12/27/95. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.